Event description:
It was reported that the pulse generator exhibited high impedance on the atrial channel. A chest x-ray revealed the lead was not fully inserted into the device header. The physician opened the pocket and used lubricant to insert the lead, impedance was still high. The device was explanted and replaced. The patient experienced no adverse consequences.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis confirmed that it was difficult to insert the test lead into the pulse generators atrial header and the lead insertion force used to insert the lead was out of specification for the product.